Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving a hazard alarm for the pod during operation. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism fully deployed. The battery voltages were all observed to be below the acceptable values. The pod was connected to an external power supply and successfully connected to a master pdm where the pod data was downloaded successfully. The pod data did not contain any timeouts or drive stalls. The pod data contained an 0xcd alarm indicating a low pod voltage. The exact cause of the reported 0xcd alarm could not be determined. A leak test was performed on the pod, and a leak was found on the unexposed portion of the soft cannula. This leak led to fluid contamination on the pcb and corrosion was observed on the pcb. The observed fluid contamination caused by the observed leak cannot be confirmed as the cause of the reported 0xcd alarm.